Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine patient check, the flange of the tracheostomy tube disconnected from the tube while in use with one pin was broken. The patient, who was on a ventilator experienced distress and bleeding from the tracheostomy site throughout the night. The patient did not have any unusual airway anatomy, and a trach cleaning kit was used for cleaning the tubes. The event did not result in a delay of any procedure or surgery. Following the replacement of the tube and airway management with cold lavage, the patient¿s condition stabilized and recovered within 10 minutes.

Manufacturer narrative:
Additional information: g3, imf code (delay to treatment/therapy and device revision or replacement), fdp code (delay to treatment/therapy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one of the slots for the pivot pins on the bottom part of the xlt head was broken, and the flange was disconnected from the xlt head bottom, however the pivot pins on the flange were still intact. Further examination of the broken surface showed that the slot was broken with undue force using a sharp object or utensil. The broken piece was not returned for evaluation. It was reported that the flange of the tracheostomy tube disconnected from the tube while in use with one pin was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: during and after attachment of respiratory or anesthesia tubing connectors to the shileytm inner cannula xlt, avoid application of e xcessive rotational, linear, or rocking forces on the tubing and/or connectors to prevent damage to the tracheostomy tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.